Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation . Device evaluation:visual analysis of the device noted white particles on the inner surface of the device and a crack on the valve seat diaphragm valve. A leak test was performed and confirmed a leak at the fill channel. Final assessment: micro analysis noted a broken (cracked) valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.